Event description:
As reported to coloplast, though not verified: the patient with this device experienced yeast infection, stress urinary incontinence, urinary tract infection, vaginal discharge and odor, mesh exposure, pelvic pain, intermittent hematuria and vaginal bleeding. The device was reportedly explanted.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation, a thorough investigation could not be executed. Should additional information become available, a follow-up report will be filed. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As additionally reported to coloplast, though not verified: the patient underwent a surgical procedure to treat her stress urinary incontinence during which her physician implanted an altis. The patient additionally experienced: protrusion, extrusion, erosion, urinary issues, recurrence [stress urinary incontinence], dyspareunia, vaginal scarring, permanent disfigurement, and difficulty with daily activities, which ultimately required surgical intervention and excision of mesh.